Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an eye care provider (ecp) in (B)(6) called to report a patient (pt) was diagnosed with a corneal ulcer (affected eye not provided) in (B)(6) 2018 while wearing the acuvue oasys brand contact lenses. The pt reported a burning sensation and redness. The pt went to a hospital for evaluation and was diagnosed with a corneal ulcer. The pt was prescribed antibiotic eye drops (medication name not provided) 4 ¿ 5 times daily for a week. Contact lens wear was discontinued for ¿at least 10 more days¿. The pt currently complains of eye pain. Pt reported the suspect lens felt thinner and ¿more fragile¿ than normal. Pt also reported upon opening the suspect blister package, the suspect lens was discolored and looked ¿darker¿. On (B)(6) 2018 additional medical information was received: the date of event (B)(6) 2018. The affected eye is the os. The antibiotic eye drops were prescribed for 10 days. The pt is reported as doing better, but has not been back to the ecp for a follow-up appointment. On (B)(6) 2018 an email was received with additional medical information: the pt was prescribed tobradex for 7 days and ciloxan for 10 days. The pt has not yet returned for a follow-up visit. On 16oct2018 additional medical information was received: a call was placed to the pts treating ecp in the hospital for additional medical information, but no additional information was obtained. On 24oct2018 additional medical information was received: a call was placed to the pts treating ecp in the hospital. The ecp could not locate the pts file, so the diagnosis could not be confirmed. It was also reported on 17oct2018 the pt was seen by the pt¿s ecp and was advised pt can return to contact lens wear. No additional medical information has been received. No additional medical information is expected. The suspect os lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003g4n was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.